Event description:
A malfunction alarm was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.